Event description:
It was reported that diagnostic testing resulted in high lead impedance. F/u with the site revealed that vns was turned off for a minor operation, and when programmed back on, high lead impedance was observed. The site reported no findings on the x-rays, but the x-rays were not made available for cyberonics to review. Lead revision surgery was performed. The explanted lead was discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.